Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture. Technical services (ts) was contacted by the health care professional (hcp), and ts discussed that the thresholds and outputs were good, and that it may just a low evoked response. Possible latency issues were also noted. The crt-d system remains in service. No adverse patient effects were reported.